Event description:
Wife of home patient (hp) reports pt line of homechoice set separated from transfer set during treatment on homechoice. Hp's wife noted separation when system error alarms awoke her in drain 2/5 and she noted fluid all over bed. Hp discontinued treatment and set up all new disposable supplies. Hp received prophylactic antibiotics next day and hp's wife reports no injury or medical intervention.